Event description:
This is a spontaneous case report received from a consumer via regulatory authority ((B)(4)) in (B)(6) on (B)(6)-2016 which refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted. (B)(6). In (B)(6)-2015 the consumer experienced skin allergic reaction and therefore the consumer was hospitalized. The consumer did not use any treatment for adverse reaction relief. The outcome of the event skin allergic reaction was recovered / resolved with sequelae. The event was considered as related to essure by consumer. Company causality comment: this spontaneous and non-medically confirmed case report, received via regulatory authority, refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced skin allergic reaction. This event led her to a hospitalization and she recovered with sequelae. This event is serious due to hospitalization and listed in the reference safety information for essure. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, and eczematous dermatitis. In this particular case, limited information was provided; however, considering the implied temporal relationship and event's nature, a causal relationship with essure cannot be excluded and since the event led to hospitalization, this case is regarded as incident. Technical analysis and further information has been requested.

Manufacturer narrative:
Follow-up received on 04-jul-2016 - quality-safety evaluation of ptc: (B)(4). In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up from 08-jul-2016: follow-up is not possible. No further information is expected. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-jul-2016 for the following meddra preferred terms: dermatitis allergic: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous and non-medically confirmed case report, received via regulatory authority, refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced skin allergic reaction. This event led her to a hospitalization and she recovered with sequelae. This event is serious due to hospitalization and listed in the reference safety information for essure. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, and eczematous dermatitis. In this particular case, limited information was provided; however, considering the implied temporal relationship and event's nature, a causal relationship with essure cannot be excluded and since the event led to hospitalization, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Further information cannot be obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.